Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) serial number - correction, lot number - correction, UDI number - correction, if follow-up, what type?: correction, device manufacture date - correction.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of an error icon display was not confirmed. A root cause could not be determined.